Event description:
Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. The device was successfully explanted and replaced in 2004. The healthcare professional was informed that the explanted device should be returned to cochlear ltd.